Event description:
A male pt was admitted for treatment of a 90% stenosed lesion in the proximal left circumlfex, obtuse marginal and distal left circumflex artery. The lesion was described as de novo, moderately calcified and highly tortuous. The lesion was pre-dilated with a 2.5 x 15mm balloon. A 2.5 x 23mm cypher was being delivered, but became stuck at the left circumlfex due to the tortuosity and stenosis. The lesion was dilated again with the same balloon catheter, but the physician was still unable to cross the lesion with the cypher unit. The physician tried to deliver a 2.5 x 28mm taxus stent, but was unsuccessful. The guidewire was deeply engaged to obtain backup support, and the cypher was re-delivered, but was unsuccessful. While attempting to pull the cypher back into the guide catheter, the cypher became stuck at the tip of the guide catheter due to the stent being flared. An 8f sheath and a 7f guiding catheter were used for retrieval of the cypher, but the cypher couldn't be retrieved into the guide catheter. The cypher was finally retrieved with the sheath as a unit leaving the 0.035 guidewire. The stent delivery system had to be cut in order to retrieve the sheath. The physician cut the hub off of the device. After the cypher was retrieved, the physician confirmed the stent struts were flared at the proximal end. The procedure was successfully completed with a 7f guide catheter, with 2 guide wires inserted into the left circumlfex and first diagonal, followed by an anchor balloon technique at the first diagonal. A 2.5 x 28mm taxus stent was implanted. There was no reported injury to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.